Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has an issue with the batteries.

Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10,h11. Additional information: e1(event site postal code - (B)(6)). Corrected fields: d4(version or model#,catalog #,unique identifier (UDI) #). Additional contact details: (B)(6). Getinge field service engineer (fse) found that battery issue and replaced battery sealed lead acid 12v. It is unknown of patient involvement. The unit working fin.

Event description:
It was reported that during a preventive maintenance check by a getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) has an issue with the battery. There was no patient involvement.

Manufacturer narrative:
Updated sections: e1 (reporter, email, site country). Corrected sections: h6 (health clinical & impact).